Manufacturer narrative:
The reported event could be confirmed during the investigation the device inspection revealed the following the identification of the returned screw could be confirmed based on the catalog number and lot number marked the screw is bent at its shaft threads of the implant are highly damaged the damage observed on the device head occurred most likely during the implantation and explantation the plastic deformation give evidence a constant load and high load applied to the plate the observations made during the visual inspection align with the reported information indicating that fracture displacement however contrary to what has been communicated no images were provided consequently the reported fracture displacement could not be confirmed and it was not possible to establish a correlation with the screw deformation due to the lack of additional information the root cause of the event could not be determined a review of the device history for the reported lot did not indicate any abnormalities no corrective actions are required at this time a review of the labeling did not indicate any abnormalities no indications of material manufacturing or design related problems were found during the investigation if more information is provided the case will be reassessed

Event description:
As reported: "variax2 mini fragment plate fractured on scapular fixation. Patient required revision surgery. Update february 2, 2026: how and when did the patient take notice of the event? Sudden pain". From translated revision report: on (B)(6) 2025, the patient suffered a bicycle accident, sustaining the above-mentioned scapular fracture, which was treated by an osteosynthesis procedure on (B)(6) 2025. After a course initially without any complications, a trifling movement of the arm to the posterior triggered a shooting pain on (B)(6) 2026. The consult on (B)(6) 2026 revealed evidence that the osteosynthesis material had failed with renewed gross displacement of the fracture. Metal hardware removal and revision osteosynthesis were recommended.